Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a reservoir. It was reported that on (B)(6) 2023, huntarase (30 mg once) was started for mucopolysaccharidosis type ii. On (B)(6) 2023, the patient developed fever and vomiting. On (B)(6) 2023, the patient was hospitalized. On (B)(6) 2023, csf (cerebrospinal fluid) was collected from csf reservoir and gram-positive cocci (gpc) was confirmed. Lumbar was performed and gpc was confirmed as well. In accordance with facility standards, the patient consulted with a neurosurgeon, and the reservoir planned for removal. The patient's treatment plan after removal has not yet been decided, but the likelihood of re-implantation was low. Blood test results showed that crp was on the decrease. At the time of report, meningitis bacterial had not yet recovered. The reporter concluded that it was probably reservoir-related meningitis. Additional information received reported that on (B)(6) 2023, in the morning, bacterial test was performed using csf collected from the reservoir, and gram-positive cocci (gpc) was confirmed. Small numbers of staphylococcus aureus were identified. (Small numbers = 5-10 per culture medium). Lumbar was performed and gpc was confirmed as well. On (B)(6) 2023, in the evening, csf specimen taken just prior to removal of the reservoir was negative for gram-positive cocci test. It was considered the drug was marked effect. Similarly, bacterial test of the removed reservoir (catheter tip) was performed and staphylococcus aureus 1+ was identified (1+ = 1/3 culture medium growth). Based on the above, together with the infectious immunology physician, it was determined that it was bacterial infection caused by the reservoir placement. On (B)(6) 2023, planned to switch for izcargo from combined use of elaprase and huntarase. No complications observed. On unknown date, the patient was resolved remarkably to antibiotic treatment. On unknown date, the first dose of izcargo been administered and no serious event has occurred. On (B)(6) 2023, the patient was discharged. The patient's family wishes to place reservoir placement again three months later. The reporter determined that the infection was not related to the huntarase drug and that the infection was caused by a reservoir.